Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels greater than 400 mg/dl all day. The customer changed the infusion set multiple time, but that did not help. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. However, the customer stated that he has received the no delivery alarm recently. The customer has made changes to the settings, but has not made that much of a difference. The customer is also on multiple antibiotics. The customer stated that he was hospitalized about a month ago, and is trying to avoid that happening again. The customer also stated that the batteries don't last very long anymore. The customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.